Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, every night at 00h50, the home monitor lights up red and then flashes green during several seconds.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states. Investigation summary: upon reception, the returned home monitor was tested, and the reported behavior was not confirmed. However, by turning on the device, a normal orange light appeared and few minutes later all the lights turned off. Review of the extracted expertise files revealed multiple re-boots of the home monitor which occurred at 22:50 utc during which the lights are turning on. It explains the patient observations every night at 00:50, which is consistent with the patient's location having a utc+2 time zone. Every re-boot procedure occurring at the same corresponds to the time of the home monitor scheduled checks-alerts, which attempt to check information from the implant and analyze if any alerts have been triggered. The exact root-cause of the observed behaviour could not be determined with certainty. However, it is most likely related to a hardware deficiency. This case is recorded for trending purposes.

Event description:
Reportedly, every night at 00h50, the home monitor lights up red and then flashes green during several seconds.